Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and t wave oversensing along with low amplitude and morphology, in multiple vectors. The noise could be observed while patient was sitting in a chair. Alternate vector was chosen in which oversensing was observed. Multiple previous untreated episodes were observed due to noise. It appeared that this patient was in atrial fibrillation (af) with very small amplitude and morphology change. The smart pass feature had been disabled. Automatic setup was rerun which chose alternate with primary and secondary exhibiting low r to t wave ratio. Imaging revealed that this s-ICD maybe be located a little bit anterior, while the electrode was well off the midline. Technical services (ts) discussed considering rescreening for a potential system revision for better sensing location. This s-ICD remains in service at this time. No adverse patient effects were reported.